Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the keypad was intact with no evidence of peeling or damage observed. All the keypad buttons were unresponsive and no contamination was observed under the keypad button contacts. During testing, it was observed that the battery compartment had a leak. There was evidence of moisture in the pump internally all throughout. There was moisture damage on the transceiver board and display board near keypad connector. Unrelated to the original complaint, the display was dim and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were under responsive and that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.